Event description:
The complainant reports the pt was admitted to the hosp on (B)(6) 2015 for respiratory failure, was on a mechanical ventilator and was unresponsive. The complainant further reports on (B)(6) 2015 the flexiseal signal fms was inserted for diarrhea and the pt was negative for clostridium difficile; the fms was removed on (B)(6) 2015 'due to hemorrhage'. The complainant adds the pt received three units of packed red blood cells, a sigmoidoscopy was done to find the cause of bleeding and a five millimeter ulcer was found at the dentate line. Additionally, the complainant reports epinephrine was administered to the ulcer site to stop the bleeding. The complainant reports the cause of death was 'due to comorbidities'. Finally, the complainant reports the amount of water in the fms retention balloon is unk and that intensive care unit staff had recently gone through annual retraining on the fms.

Manufacturer narrative:
Based on the available info, this event is deemed to be a death. No further info was available at the time of the report. Add'l pr and event details have been requested. Should add'l info become available, a follow up report will be submitted. Reported to the FDA on (B)(6) 2015. FDA registration number: reporting site: (B)(4).